Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead got dislodged. In addition, during the attempt of repositioning, the helix was stuck and was not deployed due to the tissue within. The physician overextended the helix and this lead was damaged. This lead was explanted. No additional adverse patient effects were reported.